Manufacturer narrative:
Date sent:09/19/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the device blade was broken. Another device was used to complete the case. There were no adverse consequences to the patient.